Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Additional information from the healthcare provider (hcp) reported that they had adjusted sides and levels to try to resolve the issues. The cause of the patient not feeling stimulation, going too often, and not emptying their bladder were due to movement of the trial electrode away from the s3 nerve root. The trial was removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported that he felt stim only when his external neurostimulator (ens) was initially set up or when he used the controller to increase. Patient stated then he stopped feeling stim. He was still going much too often and not emptying his bladder completely. It was indicated that therapy was on and he was instructed to keep avoiding diary. Patient stated he goes to hcp on monday.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.